Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending(lad) artery. A 4.50mm x 24mm liberté¿ stent was advanced but failed to cross the target lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the first proximal row of the stent had some struts that were flared and bent. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube of the device. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).